Event description:
Facility reported chemical colitis and noted the dsd (endoscope disinfector) had been experiencing excessive foaming which could leave chemical residue. Facility also noted dsd was not draining completely.

Manufacturer narrative:
MFR contacted facility on reported case of 'chemical colitis'. Contact person stated a pt reported having problems after procedure was performed. Hospitalization did occur. It was discovered that a plumbing problem existed, which caused residuals to be left on the scopes after disinfecting. Also, dsd basin would not totally drain and left residual disinfectant on the scope. The plumbing issue has been resolved by the facility and no other machine malfunctions have occurred at this time. No further pt info/status was available at time of conversation. Note: facility initially reported incident of "chemical colitis" to distributor. MFR was contacted by facility for add'l assistance and thus became aware of incident.